Event description:
Patient had surgery and they used electrosurgical cautery. Upon interrogation after the surgery, the device was reading as eos. Additional information obtained for this event suggests the patient had been undergoing a medical sternotomy and a lung biopsy. The representative stated that this device had been reset following the surgery and was functioning appropriately. The patient is doing well and the device is remains actively implanted.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.